Event description:
Pump housing surrounding usb port was damaged, affecting the ability to charge it, although pump did not shut down. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump with updated software, and customer was instructed on steps for the replacement and return process.